Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 80412u124) was advanced to the mitral valve. The final arm angle test was performed, but the clip failed to stay locked after several attempts. The cds was removed with the clip, and replace. The second cds (80412u132) was advanced and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). An additional clip was implanted to treat the slda. Two clips were implanted, reducing the mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.